Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy found (++)") and postoperative adhesion ("painful internal scar adhesion in navel region following intervention for removal of essure, preventing patient from sitting for hours because of pain, sick leave again") in a female patient who had essure (batch no. E25507) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ankylosing spondylitis. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis worsening"), fatigue ("exhaustion even when she slept a lot"), hypoglycaemia ("hypoglycemia almost every day"), amnesia ("memory loss"), disturbance in attention ("concentration disturbances"), arthralgia ("pain in left knee and in both elbows") and visual impairment ("vision disorders"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), postoperative adhesion (seriousness criterion medically significant) with scar pain, urinary incontinence ("urine leakage since intervention for removal of essure, according to physician and nurse seems a bladder prolapse"), bladder prolapse ("urine leakage since intervention for removal of essure, according to physician and nurse seems a bladder prolapse") and post procedural complication ("urine leakage since intervention for removal of essure, according to physician and nurse seems a bladder prolapse"). The patient was treated with surgery (essure removal with hysterectomy and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, postoperative adhesion, urinary incontinence, bladder prolapse, post procedural complication, adenomyosis, fatigue, hypoglycaemia, amnesia, disturbance in attention, arthralgia and visual impairment outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, amnesia, arthralgia, bladder prolapse, disturbance in attention, fatigue, hypoglycaemia, post procedural complication, postoperative adhesion, urinary incontinence and visual impairment with essure. The reporter commented: essure was removed and she was on sick leave for 7 weeks. Then, she had sick leave again due to internal scar adhesion in navel region which prevented her from sitting for hours due to pain. She had urine leakage since the operation. According to a physician and a nurse, this seemed to look like a bladder prolapse which must require insertion of trans-obturator tape. According to the patient, the gynecologist made a mistake by performing insertion of essure while she had an autoimmune disease (ankylosing spondylitis). At the time of this report, the patient was still on sick leave. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 06-aug-2018. The most recent information was received on 20-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel allergy found (++)") and postoperative adhesion ("painful internal scar adhesion in navel region following intervention for removal of essure, preventing patient from sitting for hours because of pain, sick leave again") in a female patient who had essure (batch no. E25507) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ankylosing spondylitis. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis worsening"), fatigue ("exhaustion even when she slept a lot"), hypoglycaemia ("hypoglycemia almost every day"), amnesia ("memory loss"), disturbance in attention ("concentration disturbances"), arthralgia ("pain in left knee and in both elbows") and visual impairment ("vision disorders"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), postoperative adhesion (seriousness criterion medically significant) with scar pain, urinary incontinence ("urine leakage since intervention for removal of essure, according to physician and nurse seems a bladder prolapse"), bladder prolapse ("urine leakage since intervention for removal of essure, according to physician and nurse seems a bladder prolapse") and post procedural complication ("urine leakage since intervention for removal of essure, according to physician and nurse seems a bladder prolapse"). The patient was treated with surgery (essure removal with hysterectomy and salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, postoperative adhesion, urinary incontinence, bladder prolapse, post procedural complication, adenomyosis, fatigue, hypoglycaemia, amnesia, disturbance in attention, arthralgia and visual impairment outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, amnesia, arthralgia, bladder prolapse, disturbance in attention, fatigue, hypoglycaemia, post procedural complication, postoperative adhesion, urinary incontinence and visual impairment with essure. The reporter commented: essure was removed and she was on sick leave for 7 weeks. Then, she had sick leave again due to internal scar adhesion in navel region which prevented her from sitting for hours due to pain. She had urine leakage since the operation. According to a physician and a nurse, this seemed to look like a bladder prolapse which must require insertion of trans-obturator tape. According to the patient, the gynecologist made a mistake by performing insertion of essure while she had an autoimmune disease (ankylosing spondylitis). At the time of this report, the patient was still on sick leave. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.